Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before surgery, while loading for an intraocular lens (iol) implant procedure, the haptic was found to be damaged. Additional information has been requested.